Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review with log flow events recorded. The event log file captured low flow alarm events on 18jun2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. There were no other unusual events recorded in the log file event history. The patient was found with low flow 3.xlpm -> 2.1lpm. A ramp test was performed with speed 5000 -> 6200rpm. The flow did not show significant difference, around 2.1->2.3 lpm with increasing speed. The patient lactate dehydrogenase (ldh) went from 285 to 439 within a month. The patient was going to take a computed tomography (CT) thorax with contrast to rule out (r/o) abnormality.